Manufacturer narrative:
(B)(4). Device evaluation:the customer reported problem of "alarm f-49" was confirmed during device evaluation. Service determined that the configuration settings needed to be reset. The configuration settings were reset to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that presented an f-49 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported; however, it was not reported whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.